Manufacturer narrative:
On 02/20/2019, mentor discovered that the returned device is an unknown becker expander device. This type of device is manufactured at mentor¿s facility in leiden, netherlands. Devices manufactured in the leiden facility are not MDR reportable. Manufacturer phone number: (B)(4). Manufacturer fax number: (B)(4). On 03/01/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. There is no root cause since no anomaly was reported and no issues/damages were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown operation with an unspecified mentor breast prosthesis that had to be removed from the patient. The contact did not allege any deficiency against the device, it was only stated that it was removed. The patient had both the suspect medical device and the contralateral device removed on (B)(6)2019 and they were replaced with a mentor memorygel breast implant 575cc gel breast prosthesis and a mentor memorygel breast implant 200cc gel breast prosthesis.

Manufacturer narrative:
Correction: in follow-up report #1, it was stated that the suspect medical device (becker implant) was manufactured in mentor¿s leiden manufacturing facility. The correct manufacturing location is mentor texas. Additionally, becker implants are not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, events that involve these devices would not need to be reported as mdrs. No more reports will be submitted for this event. Manufacturer¿s reference number: (B)(4). Block g1 updated with information about mentor texas manufacturer.